Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "the pt had squeaking. Revised to tritanium cup, 32mm 10 degree x3 liner, 32 +4 biolox universal head and sleeve. The surgeon felt the cup was too vertical and felt revising cup was best for the pt."